Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any unexpected outcomes or complications resulting from the prolonged surgery time? No how long, in minutes, did the surgery prolong? Unk which tissue was being sutured when the event occurred? Unk was additional dissection required in other organs/tissues other than the target tissue? Unk was there any change in the patient¿s post operative care due to the prolonged procedure? No

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the problem of pulling off suture needle happened during suturing, and the suture was replaced to continue the surgery. Extending the surgical time, causing certain risks and hidden dangers. No adverse patient consequences were reported. Additional information was requested.